Event description:
An aneurx stent graft system and a talent stent graft system were inserted into a patient for the treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The vessel morphology was reported as severely tortuous and severely calcified. It was reported that the aneurx bifurcated device was attempted to be delivered from the left side; however, the device could not be advanced and was therefore, removed from the patient (MFR report #2953200-2010-00586). The physician then tried to advance a talent bifurcated device to the intended landing zone from the right side; however, the talent device also could not be advanced and was removed. Both delivery catheters ended up kinking during the insertion attempts and were discarded by the user facility. The case was aborted, and the patient was closed. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: severely tortuous and severely calcified vessels. Evaluation, conclusion: severely tortuous and severely calcified vessels.